Event description:
As reported in 2008, this pt presented with an acute dissection and was implanted with gore tag thoracic endoprosthesis. At an unk date the dissection progressed into the pt's ascending aorta. At an unk date the pt's aorta ruptured and the pt expired. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted in the pt gore tag thoracic endoprosthesis (lot#04997124).